Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. The implant mount was not returned for testing. Visual inspection of the as returned product identified signs of wear from use about the threads and drive feature. Functional testing of the returned implant notes that the implant assembles and disengages as normal with an in house transfer mount. No pre-existing conditions were noted on the per, the patient had moderate (type ii) bone density. The reported product was located on tooth # 24 (fdi) and was removed the same day. Device history record (DHR) review was completed for the subject lot number 1233339. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1233339) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable, as the transfer mount was not returned for testing and the returned implant showed no signs of malfunction.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
It was reported that the mount does not disengage from the implant. Procedure was completed with another implant.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. UDI not available. First/given name: unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported the implant in tooth location 24 is defective. According to doctor no other implant was placed in the same surgery.